Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working optimally. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.